Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and service the device. The fse inspected both processors and video cords and did not identify any problems. The customer had isolated an unspecified bf series scope that had shown the reported "no image" problem. The fse tested the bf scope in both processors and was able to reproduce the issue. Further troubleshooting indicated the scope was defective. The customer later reported a 3rd-party servicer informed them the bf scope had a torn insertion tube and water invasion. The fse advised the customer on performing the leak-test process. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer initially reported the scope image was blacking out on two evis exera iii video system centers with 180 series scopes. Upon evaluation by an olympus field service engineer, the customer further reported they had isolated the scope that caused no image to an unspecified bf series scope. The first video system center is recorded in this medwatch report under patient identifier c21303858. The second video system center is recorded in another medwatch report under patient identifier (B)(6). There was no patient harm or impact to patient care due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, there is likely no problem in the subject device, and the cause was the malfunction of the scope. Olympus will continue to monitor the field performance of this device.